Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2018 - 00338. Additional concomitant medical products: unknown part/lot- femoral stem, acetabular cup, acetabular liner. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address hip dislocation. No further information has been made available at this time.

Manufacturer narrative:
This report is being submitted to relay corrected information. Upon receipt of additional information it was determined that this product was not reportable, as this device is not under zimmer biomet design control.